Event description:
On (B)(6) 2013, the patient contacted animas to report high blood glucose (bg) readings since day prior. The patient reported waking up at 4am on (B)(6) 2013 with a bg in the 400 mg/dl range with symptoms of nausea and an upset stomach. The patient changed her site and corrected for the elevation. The patient went back to sleep and when she woke back up later that morning, her bg was still in the 400 mg/dl range. The patient stated she administered another correction via the pump in response to high bg. At 8:09am that same morning she retested and obtained a result of 481 mg/dl. The patient stated at that time she gave herself a correction using a syringe and her bg went down to 350 mg/dl within one hour. Just prior to contacting animas, the patient had rechecked her bg and was back up to 450 mg/dl. The patient mentioned she had changed site/cartridge 4x and her bg was not coming down. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time. There were no associated alarms found while reviewing alarm history. The patient denied any physical damage to inset. Review of tdd (total daily delivery) and bolus and basal histories revealed that the pump was not accurately recording the patient¿s bolus history. It was noted that tdd for (B)(6) 2013 showed a bolus total of 10 units; however, the bolus history did not show any boluses recorded for (B)(6) 2013. It was noted that basal history was accurate. It was also noted that tdd for (B)(6) 2013 showed a bolus total of 0.00 units; however, bolus history showed one bolus on (B)(6) 2013 at 9am for 2.30u. The animas representative advised patient to discontinue use of the pump and go on backup plan until she received a replacement pump. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: a review of the black box showed multiple primes that were not associated with cartridge changes. The bolus history and black box confirmed no boluses were performed on (B)(6) 2013. A prime associated with a cartridge change was recorded on (B)(6) 2013 at 9:52pm for 3.05units. Numerous small prime volumes were observed throughout the prime history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully with no alarms. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A normal 10unit bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. A force sensor calibration test confirmed that the sensor is detecting the correct force. A cartridge with 100units was loaded correctly into the pump with no issues. The pump was opened and no defects were found to the force sensor circuit. No defects were found on investigations; the complaint could not be confirmed or duplicated.